Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited oversensing of ventricular signals in the atrial channel. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5 and section e. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited oversensing of ventricular signals in the atrial channel. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. Electrograms and stored rhythms showed normal device function. Also, there were various ventricular tachycardia arrhythmias. An x-ray was performed and confirmed the leads were in normal position. No further actions were taken and no allegations against device performance were noted. No adverse patient effects were reported.